Event description:
The manufacturer received information alleging a "ventilator service required alarm occurred on a trilogy evo while in patient use. There was no report of harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation it was noted that the devices ventilator service required alarm occurred during operational checking. The technician observed an error code in the event log in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensor). After conducting an internal inspection, contamination was confirmed in the air supply pathway. Therefore, the following components were replaced to address the issues: system board, blower assembly, machine flow sensor, 3-way solenoid valve, proportional valve, low flow o2 connector, blower chassis plate, blower cap, outlet side panel, blower mount, blower bellow seal, fio2 housing, dual limb cup, filter cover, muffler assembly, tubing-blower chassis, tubing-fio2, tubing low flow, tubing system board. The technician confirmed by operational checking that the ac power indicator failed to light up when the power cord was plugged in. No failure was confirmed in the returned ac power cord. The power supply was replaced, and the issue was resolved. The root cause is confirmed at this time. Additionally, during an internal inspection, damage due to pinching in the usb extension cable was identified unrelated to the reported malfunction, and the usb cable was replaced. There was no thermal damage or exposure of the conductor. Periodic maintenance 1 was performed. The following parts were replaced to prevent failure: air inlet foam filter and particulate filter. The technician performed the final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00.